Event description:
The daughter of a (B)(6) old female patient called zoll customer support to report that the patient's belt had gelled. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon investigation the blue wire (+5v line) was pinched and the ground wire was frayed in ECG "c". The root cause of the pinched and frayed wires could not be positively identified. No adverse event resulted from the damaged wires in ECG "c". The patient received a replacement electrode belt.